Manufacturer narrative:
A review of the device history records for the finished good lot and raw material components, did not identify any quality issues during the incoming, manufacturing, in-process or final inspection processes. Sterile samples from the finished good lot were received from the end user for visual review and testing. No defects were observed on the packages or the devices within. All samples met current specifications including the usp tensile requirements for a size 1 pdo device. Without receiving photographs of the patient¿s incision or receiving detailed information regarding the preoperative preparation of the devices, procedure performed, placement of the device in the tissue, health status of the patient, quality of the tissue utilized to anchor the device, post-operative events that may have occurred, information suggesting neglect of follow-up instructions or details of the surgeon¿s technique, a definitive root cause cannot be determined at this time. As stated in the IFU for the device, ¿wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abcess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure: the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device¿. H3 other text : placeholder.

Manufacturer narrative:
A batch review of the reported lot indicates there were no non-conformances reports issued for the finished goods lot. The product from this finished goods lot and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. Samples have not been returned for review and analysis. There were no retained samples to evaluate. Without receiving sterile samples to review/test or receiving details regarding the pre-operative preparation of the device, procedure performed, the surgeon¿s technique, patient¿s pre-existing health conditions/allergies, medication regiment, post-operative instructions or events that may have occurred and/or contributed to the report of post-op bleeding, a definitive root cause cannot be determined at this time. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device.

Event description:
Our distributor is reporting that four (4) patients returned to the surgeon with bleeding after having robotic total left hip (tlh). To date no additional information has been received.